Event description:
The account alleged the trendelenburg does not function. No patient impact.

Manufacturer narrative:
The account removed a piece of rubber in the trendelenberg opening in the hydraulic manifold to resolve this issue.